Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable high ise indirect na, k, ci for gen.2 results for six patient samples. The customer stated the results had delta checks in their laboratory information system (lis). Some of the results were reported outside of the laboratory, but they were all within the normal range so patients were not affected. The customer could only provide data for one patient sample as an example. The initial sodium result was 156 mmol/l and the repeat result on another analyzer was 145 mmol/l. For this specific example, the erroneous result was not reported outside the laboratory. The sodium electrode lot number was t5093. The expiration date was requested but was not provided. The field service representative found there was a possible electrode issue. He replaced all electrodes except for chloride and replaced the sipper and vacuum nozzle. The customer ran calibration and qc with results within specification. Precision testing was performed and all results were within specifications. The provided calibration data indicated improper handling of the calibration standards which affected the calibration performed prior to the erroneous results. The shift in the calibration could have caused the erroneous high results.